Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed a damaged force sensor assembly and an intermittent force sensor flex connection at the force sensor pins. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of investigation completed on (B)(6) 2011. Correction/removal reporting number: 2531779-03/24/2010-003-r. The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: evaluation revealed a damaged force sensor assembly and an intermittent force sensor flex connection at the force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. A review of the device history record confirmed that the pump was operating within specifications at the time of release.